Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit was set to 0.4 joules and 40 hz. The aiming beam was present and no issues were noted to the fiber prior to the procedure. During the procedure, when the scope was in a straight position, the physician deflected the scope and fired the laser. According to the physician, the laser did not seem to work, there was no energy output. The physician tried to advance the laser fiber a little further but the laser fiber did not move. The physician removed the scope together with the laser fiber out of the patient and noted that the laser fiber body had broken and burned a hole in the scope. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Reported event of fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
One flexiva 200 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that there is no glass fiber tip at the distal end. The length of the returned fiber is 315cm. There was no damage or breaks noted along the body of the fiber and no damage to the fiber face within the sma connector. Additional examination revealed approximately 1mm length of jacketing has longitudinally asymmetrical warping/melting, suggestive of fiber breakage while bent during laser energy delivery. The second piece of the broken fiber was not returned but photos showed one 3-5 inches long fiber piece includes the unused glass fiber tip, with exposed glass fiber. The other end showed burned jacketing and the distal end showed longitudinal asymmetrical warping/melting. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was clear, bright, and slightly scattered with an effective transmission of 34.6%. Therefore, the condition of the returned device and photos confirm the reported event of fiber broke inside the scope. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit was set to 0.4 joules and 40 hz. The aiming beam was present and no issues were noted to the fiber prior to the procedure. During the procedure, when the scope was in a straight position, the physician deflected the scope and fired the laser. According to the physician, the laser did not seem to work, there was no energy output. The physician tried to advance the laser fiber a little further but the laser fiber did not move. The physician removed the scope together with the laser fiber out of the patient and noted that the laser fiber body had broken and burned a hole in the scope. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.